Event description:
Smoke evacuation bovie properly assembled and plugged in correctly but non functioning. Grounding pad checked and secure. Bovie was plugged in correctly and pad connection lights green, yet bovie would not work. Had to be replaced to continue to procedure. Seems as if it was broken in the package even before use. FDA safety report ID# (B)(4).